Event description:
The customer reported a false positive alinity I total b-hcg result on a patient. Results provided: sid (B)(6) = 21 / 93 / 99 miu/ml, another sample tube is negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Full sid patient identifier (B)(6).

Manufacturer narrative:
A complaint investigation for initial false positive result for alinity I total ss-hcg included a review of trending data, labeling, device history record, field data, and a complaint search. No customer returns were available for evaluation. The complaint search by product lot number indicates the products performs as expected and no trends were identified. Labeling review concluded the labeling adequately addresses the issue. A device history record review did not identify any non-conformances or deviations. The overall performance of alinity I total ss-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The number of standard deviations to the cut-off and the median of the negative populations is within the established limits and within the historical range of the alinity I total ss-hcg assay. Based upon the investigation, no systemic issue or product deficiency was identified for the alinity I total ss-hcg lot# 37490ud00.

Manufacturer narrative:
Section d4. Lot# edited from unknown to 37490ud00.